Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing random audible alarms. The suspect system controller was exchanged to a backup system controller as per the manufacturer's instructions for use. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the white power lead was maneuvered at the connector end during testing, the system reported low voltage alarms and then the pump stopped. Support to the pump could be interrupted with movement of the white power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the white power lead, the brown conductor that monitors the battery voltage was severed and the yellow conductor that "echos" alarms from the system controller to the power module or power base unit was kinked. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.